Manufacturer narrative:
No device malfunction detected. Treatment parameters in line with typical range. Numbness is a known side effect listed in the information for prescribers. These side effects may be related to edema that evolved into the internal capsule and is a known risk following focused ultrasound treatment. This edema is typically transient. The numbness may also be due to the specific reaction of the patient. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
One month following treatment with focused ultrasound on the right side for essential tremor on the left hand , the patient experienced hand and face numbness.

Manufacturer narrative:
Numbness is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
One month following treatment with focused ultrasound for essential tremor, the patient experienced hand and face numbness.